Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was out of specification on electromagnetic field immunity functional test. Extensive corrosion found inside the rf head. Analysis also found the label backing is missing. Concomitant product: 229047 analyzer. (B)(4).